Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged obtaining the results of 293 mg/dl, 333 mg/dl, hi (greater than 600 mg/dl) and 123 mg/dl back to back within 10 minutes on the compact plus system. Reporter also alleged obtaining the results of 283 mg/dl and 290 mg/dl on the same compact plus system within 10 minutes of the hi result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.